Manufacturer narrative:
Corrected: date of event. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Product/lot information was not provided for the associated head, cup, and stem. Infection after this length of time implanted is not likely to involve a device processing error. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional information received. The product/lot information for the acetabular cup has been identified.the cup associated with this report was not returned. A complaint database search finds no other reported incidents against this provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Maude report submitted voluntarily by patient indicates her left hip was revised to address repeated dislocation, pain, lack of ingrowth, and infection. The patient also mentions having had prior surgeries; however, insufficient information is available regarding those.